Manufacturer narrative:
Eval completed. One 25ga vitrectomy cutter was returned in a plastic zip lock bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was bent. The port window was in the open position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. Upon closer inspection, it was discovered that the female lure connector that is approximately 10 inches from the back of the cutter is cracked. A functional test was performed using a stellaris pc system. The cutter cut intermittently. In addition, fluid and air do leak from the cracked connector location. It should be noted that an air/fluid leak could contribute to poor cutting performance due to loss of vacuum. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the cutter would not cut. No pt injury reported.